Event description:
The customer reported, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and reloaded calibration and configuration files.